Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 442 mg/dl. Customer stated that the pump was not responding to button presses. Customer has a high blood glucose level but does not have any symptoms. Customer refused troubleshooting for high blood glucose levels. Customer stated that he replaced the battery and is in rewind mode, but cannot advance past the rewind complete screen. Customer stated that the act button does not function in any screen. However, the esc button and the scroll feature both work. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had a corroded keypad traces during visual inspection. All buttons functioned properly during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with lcd window, scratched reservoir tube window, and missing end cap sticker.